Manufacturer narrative:
On (B)(6) 2019, ip number was reported incorrectly in event. The actual correct ip number is (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/22/2019, it was discovered that the device history record ( DHR) was reported previously and not the manufacturing record evaluation (mre). The correct information: a manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 2/28/2018. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 7/3/2018, device evaluation and investigation findings: upon receipt by mentor, the device was received without fluid. Examination of the device revealed rent at the vulcanization dot, leak test was performed an no other leak was observed. No other anomalies were discovered. Pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. A possible cause of the failure could not be determined. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. The complaint of deflation was confirmed since a rent was found in the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Reason for device explant and/or reoperation: deflation and capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
On 11/6/2019, mentor confirmed that asr and MDR submission reference numbers (B)(4) and 1645337-2018-00634 were duplicated. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this complaint file, manufacturer's reference number (B)(4). It was reported that a patient underwent primary breast augmentation with a mentor smooth round moderate profile 275cc saline breast prosthesis that deflated after implantation (left side). Additionally, the patient experienced capsular contracture (baker grade I) on the same side as the deflated complaint device. As a result, the patient underwent bilateral removal and replacement with mentor siltex round moderate plus profile gel breast implant cohesive ii tm 300cc on (B)(6) 2017. No other accompanying symptoms were reported, and the patient has since recovered fully.